Event description:
It was reported that the pump was set to infuse 50ml of paracetamol. Instead, the entire 100ml bottle was infused instead. The bottle of paracetamol contains 1000mg in 100ml. There was patient involvement, but no harm.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction : concomitant med prod data, initial reporter addr 1, initial reporter addr 2, initial reporter zip. Additional information : other relevant history, device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the pump was set to infuse 50ml of paracetamol. Instead, the entire 100ml bottle was infused instead. The bottle of paracetamol contains 1000mg in 100ml. There was patient involvement, but no harm.